Manufacturer narrative:
Based on the limited information provided by the patient's attorney, we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged by the patients attorney.the information provided indicates the implant of an unspecified davol mesh, a product ID was not provided therefore reporting as a bard flat mesh and a review of the manufacturing records is not possible at this time. Our instructions-for-use warnings section states " if an infection develops, treat the infection aggressively." Infections and adhesions are known risks of hernia repair surgery. Note: the date of revision procedure has been estimated based on limited information provided by the complainant. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney alleged that on (B)(6) 2004 - the patient had been diagnosed with a symptomatic umbilical hernia and while hospitalized, the patient underwent a surgical procedure for the repair of the umbilical hernia which included the insertion of a "mesh product, on information and belief, manufactured by "bard/davol". It is alleged that at some point thereafter, the patient began to experience pain and discomfort at both the site of the hernia repair and the surrounding area. Ni/ni/2013 - the patient underwent a surgical procedure to repair an abdominal wall abscess. During the surgical procedure it was discovered that the patient had an infected hernia repair with small bowel involvement as the mesh has adhered to the wall of the small bowel. As alleged, the patient has suffered severe physical pain and suffering.